Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy was restored following the procedure.

Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patent felt overstimulation at the ipg site while bending when the ipg is off. The patient stated the sensation lasted for approximately 6 hours, and only subsided after she was given pain medications in the ER. Additional information determined the cause of the issue is that the patient has lost weight and the ipg is putting pressure on her as the pocket has gotten smaller and the ipg has migrated. As such, the patient will undergo surgical intervention to address the issue.